Event description:
An ophthalmic surgeon reported air came out from the infusion cannula during surgery. The surgeon believed that the air came from the auto stopcock. There was no harm to the pt. Add'l info has been requested, but has not been rec'd to date.

Manufacturer narrative:
A sample has been rec'd, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).